Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced capsular contracture (baker grade unknown) on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent explantation on (B)(6) 2015.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced capsular contracture (baker grade unknown) on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent explantation on (B)(6) 2015.

Manufacturer narrative:
On february 28, 2022, mentor received additional information regarding the patient's age, event date, and the baker grade level on the capsular contracture. The patient's age has been updated to 50 years old. The event date has been updated to (B)(6) 2015. The baker grade level on the capsular contracture has been determined to be baker grade 3. Manufacturer¿s reference number: (B)(4).